Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 318 mg/dl and insulin pump stopped working after they went swimming. Customer stated that the insulin pump was on would not delivery insulin. Customer stated the insulin pump had cosmetic damage. Customer reported that the bottom of the insulin pump was cracked. The customer experienced symptoms such as throwing up. The customer was treated with intravenous fluid and insulin shot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump due to moisture exposure at the time of event.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Device received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window. (B)(4).